Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead impedance was over 9999 ohms pacing failures were also confirmed. A lead fracture was found at the subclavian on x-ray. The doctor took a "wait and see approach" and the lead remains in use. No patient complications were reported as a result of this event.